Event description:
The device was returned to the manufacturer due to a field advisory. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the board connector cable was out of specification, the battery drawer was broken, and the battery release, heart block, lead flex cover and heart wire contacts were contaminated. It was also noted that the upper and lower cases were broken, and the ring and two side bails were missing.